Event description:
It was reported that the device battery compartment was damaged. There was no patient involvement. Analysis of device found downstream occlusion (dso) seal delaminating and a damaged air detector.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection. Additionally, the device downstream occlusion sensor was observed to be delaminated. Found air detector damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery door and dso sensor were replaced.